Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to the patient morphology/pathology. The reported mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1+. On (B)(6) 2017, a follow up echocardiogram was performed, and it was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 4+. In the physicians opinion, the calcification on the anterior leaflet may have caused the leaflet to eventually slip out of the clip. On (B)(6) 2017, a second procedure was performed for treatment. One clip was implanted, reducing the mr from 4+ to 2+. The physician was satisfied with outcome. No additional information was provided.